Event description:
It was reported that customer "screen does not work anymore complete black screen". Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.